Event description:
Ceramic beak of a karl storz resecto sheath allegedly broke off in pt during a turp procedure. Doctor tried to retrieve, but piece got stuck in urethra. He then performed a urethrotomy to remove piece. Doctor then replaced broken sheath and completed turp. Pt condition post-op was good.